Event description:
Total hip replacement (left) done on (B)(6) 2015 at (B)(6) hospital, (B)(6) and johnson & johnson implant was used. Pt suffering from hip pain for more than 1 yr. During routine x-ray, femur implant fracture detected on (B)(6) 2018. Inferior quality implant supplied by johnson & johnson since pt movement is restricted to home and bedridden, and pt did not have any fall nor any sort of accident. The explant along with pt medical history documents since (B)(6) 2015 handed over to j&j on may 10/2018 but no response from j&j. Revision total hip arthroplasty done on (B)(6) 2018. Pt developed atrial fibrillation with fast ventricular rate post revision surgery.